Event description:
It was reported that the trained physician attempted anteriotomy closure using a perclose proglide suture mediated closure system during a diagnostic procedure. The foot didn't close at the time of proglide withdrawal. The physician forced the lever and was able to close the foot. A guide wire was inserted to retrieve the proglide, a non-abbott device was used to achieve hemostasis. No add'l info available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.